Event description:
It was reported, the patient experienced pain and the pump was grinding on her hip bone. The patient was not sure if the pain was from the pump grinding on her hip bone or if it is the chronic regional pain syndrome that she suffers from. The patient was going in to reposition the pump on (B)(6) 2013. The pump was delivering clonidine and morphine. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported she was told if she had an MRI scheduled a manufacturer representative would meet her at a doctor¿s office to check the pump. The patient stated she was told something different every time. The patient stated the device had been nothing but hassles. The patient stated the pump was moved a couple months after implant because it was ¿diffing¿ into her hip. No further patient complications were reported.

Event description:
Additional information received the consumer on 2017-may-12 reported due to the pump they were gaining weight quickly, so their weight was probably (B)(6).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).